Event description:
During procedure, a small air embolus was noted on flouroscopy. Air column sensor on machine did not sense air. There was no stopcock movement or catheter attaching prior to this air embolus.